Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent a breast augmentation revision with a mentor memorygel 500cc breast implant experienced right-sided capsular contracture grade iii post procedure. The patient reported that the breast is soft and won't stay down. Pain in the shoulder and pectoral muscle. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on november 1, 2022 indicated that the patient underwent bilateral replacements as follow: r/ cat#: 3505004bc, sn#: (B)(6),l/ cat#: 3505004bc, sn#: (B)(6) implants on november (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 27, 2022 indicated that the patient scheduled for removal on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 22, 2022 ,the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient underwent unilateral replacement with cat#: 3505004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).